Event description:
Doctor was performing a robotic/laparoscopic ventral hernia repair with mesh. He was securing the mesh with a bard optifix absorbable fixation system. This tacking device secures the mesh with an absorbable tack. The manufacturer guidelines say to place counter pressure on the area that is being tacked while firing the hand piece. Doctor was following these guidelines when he was pierced by a tacker through the patient's skin. This tacker went through both of his gloves and pierced his skin causing him to bleed. Doctor changed his gloves and used a sterile towel as a barrier for the remainder of the tacks.